Event description:
Additional information received confirmed the explant date of the patient's ins. If additional information is received, it will be included in a supplemental report.

Event description:
Follow up reported the device was explanted and replaced. The patient was receiving good therapy. Intraoperative troubleshooting from the extension site indicated some high impedances. The surgeon opted not to test stimulate the lead alone because they felt the patient could get good therapy programming around the high impedance electrodes and chose to replace the battery itself.

Event description:
It was reported that the patient's right chest implanted device was eol (end of life) around (B)(6), 2012 with high electrode impedances at that time. The device was replaced and no patient injury was reported.

Event description:
Additional information received reported the impedances as of (B)(6) 2011 were as follows: 0c, 01, 02, 03, 13, and 23 were all greater than 2000 ohms, 1c = 1239 ohms, 2c = 1203 ohms, 3c = 1058 ohms, 12 = 1441 ohms. Device settings were 3.6v/60mcs/185hz and battery okay, voltage 3.77v. Another session of (B)(6) 2012 also found 0c, 01, 02, 03, 13, and 23 greater than 2000 ohms with device settings of 3.6v/160us/185hz, battery oaky voltage 3.74 volts. It was then noted that on (B)(6) 2012 was unable to get reading, battery dead. Additional information has been requested, and a supplemental report will be submitted when received.

Manufacturer narrative:
(B)(4)